Event description:
The pt complained of chest pressure six (6) days post-index procedure and returned to the hosp. The pt's cardiac enzymes were elevated. Coronary angiography was done and thrombus was found in-stent and proximal to the cypher stent. The sub acute thrombosis (sat) was treated with aspiration and balloon angioplasty. An additional cypher 2.5/23 stent was implanted at 14 atm for 60 sec. The physician's comment was that the probable cause of the sat was dehydration after karate. The pt was reported to be in stable condition.